Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a biliary catheterization procedure performed to relieve jaundice caused by biliary obstruction, the catheter failed to enter the bile duct due to insufficient guidewire support and excessive stiffness at the catheter tip. This event allegedly resulted in bile leakage, leading to acute peritonitis and a significant drop-in heart rate to 35 bpm. The patient was treated with 0.5 mg atropine intramuscularly, and dynamic monitoring showed heart rate recovery to 50 bpm. The ward was contacted, and the patient was instructed to return for pain management and cardiac monitoring. The patient remains under observation. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, during a biliary catheterization procedure performed to relieve jaundice caused by biliary obstruction, the catheter failed to enter the bile duct due to insufficient guidewire support and excessive stiffness at the catheter tip. This event allegedly resulted in bile leakage, leading to acute peritonitis and a significant drop-in heart rate to 35 bpm. The patient was treated with 0.5 mg atropine intramuscularly, and dynamic monitoring showed heart rate recovery to 50 bpm. The ward was contacted, and the patient was instructed to return for pain management and cardiac monitoring. The patient remains under observation. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure to advance, material too rigid or stiff and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.